Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session stopped working early. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The sensor session lasted the full seven days of intended use. The probable cause could not be determined via data.